Event description:
It was reported that device interrogation revealed hardware reset. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.